Event description:
The hospital reported a malfunction causing a system required restart resulting in a loss of mechanical ventilation during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The control module was recommended for replacement to resolve the issue. Legal manufacturer: hcs (B)(4).